Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported that the patient¿s rsd pain was back and the generator was not working. The hcp stated that the patient had a ¿half-moon whitened area¿ over the implant and the patient had burning pain. It was noted that impedance measurements were not taken and the hcp refused to provide further information as she wanted to speak to a manufacturer representative. The indications for use were spinal pain and complex regional pain syndrome type I.